Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. Receiver charge and boot tests were performed and failed because of usb connector damage. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The performance data was not downloaded due to usb connector damage. The probable cause could not be determined. No injury or medical intervention was reported.